Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. Data was provided for evaluation. Confirmation of the complaint was confirmed via data, probable cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver being stuck on the call tech support screen. The receiver case was opened and a receiver download was performed and unexplained power on was observed. An internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.